Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was implanting a vario large screw on (B)(6) 2016 using the impactor dp vario s scr impactor cann lg sz yellow handle. It was reported that when trying to release the impactor, the implant came out once. On second attempt, the surgeon was able to keep the vario screw in place. The surgery was completed with 30 minutes delay (the surgery was initially planned with a small vario screw, see MFR 9613350-2016-00538 for related event).

Manufacturer narrative:
Additional information was received on (B)(6) 2016. A lot number was received for the device and DHR review is ongoing. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the instruments cannot release the screw and do not function as intended. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: a yellow dp vario screw impactor , a blue dp vario screw impactor and a small screw were returned for investigation. The blue impactor was returned with a part of the screw fixed at the impactors hooks. The impactor does not show relevant damages/deformations and the part of the screw which was fixed in the impactors hooks could be removed by hand. The screw does not show relevant damages. The yellow impactor at first impression does not show relevant damages/deformations. When the endpiece of the impactor wall pulled, it was noticed that the endpiece is not fixed anymore but can move. The endpiece was then unscrewed and so it was noted that the welding, which keeps the endpiece fix, is broken. A functional test was performed for both impactors. The endpiece of the blue impactor wall pulled and the impactors hook widened. The part of the screw could be removed by hand at this point. This needs to be performed carefully, because if the part of the screw is inclined, it is more difficult to release the screw from the impactor. The same procedure was then repeated for the yellow impactor with a test screw. It was impossible to insert the screw in the impactor with "normal" force. The yellow impactor has the endpiece which is not fixed anymore. The rotation of the endpiece changes the calibration of the instrument by moving the impactor "tube" forward and backward. The position of the "tube" influences the opening of the impactors hooks. The instrument was therefore not correctly calibrated anymore and therefore the impactors hooks did not widen sufficiently. Review of product documentation: the surgical technique vario subtalar screw system was reviewed. This surgical technique explains how to use the instrument. Root cause analysis instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition. => possible, the functional test showed that the blue impactor works properly. The test also showed that the damaged impactor does not work properly. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling. => possible, it is possible that the surgeon was unfamiliar with the instrument use and did not use it properly or damaged it. Inadequate usability of instrument due to inadequate design for intended handling performance. -> not possible: the functional test showed that the blue instrument (which is not damaged) works properly. The yellow impactor has the endpiece which is not fixed anymore. The rotation of the endpiece changes the calibration of the instrument by moving the impactor "tube" forward and backward. The position of the "tube" influences the opening of the impactors hooks. The instrument was therefore not correctly calibrated anymore and therefore the impactors hooks did not widen sufficiently. Conclusion summary: the blue impactor was tested and fulfill its function. The instrument has to hold the screw and the screw does not to fall out of the impactor when the release button is pulled. Within a human body the hooks of the impactors are subjected to additional resistance due to human soft tissues. This increases the fixation of the screw within the screwdriver. If the screw is correctly implanted in the bone and tightened by the screwdriver, the screw should release from the impactor. The yellow impactor has the endpiece which is not fixed anymore. The instrument was therefore not correctly calibrated anymore and therefore the impactors hooks did not widen sufficiently. It is possible that the user was unfamiliar with the surgical technique and did not use the instrument appropriately. However, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).